Event description:
Philips received a report of a magnet quench after a fire in the vicinity of the examination room

Event description:
Magnet quench after a fire in the vicinity of the examination room.